Event description:
It was reported that device was removed on (B)(6) 2013 and the tines lead are still in the patient¿s body but was not sure if the lead broke off. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant product: product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).